Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump alarmed hardware low level failures. The customer¿s blood glucose level was unknown at the time of the incident. The self-test did not pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test and selftest. Pump error 63 was present in the pump trace download, problem isolated to keypad assembly. Unit received with corroded battery tube.